Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 5mg (unknown dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported an alarm was heard. The pump was empty. The low reservoir alarm date was (B)(6) 2017. The patient had planned to relocate to (B)(6) but did not. The patient was calling the physician on (B)(6) 2018 to see if they would fill the pump. The hcp was unsure if they were going to see the patient. No symptoms were reported. No further complications were reported. Additional information was received from the manufacturing representative (rep) on (B)(6) 2018. The rep stated that they met with the patient the day before ((B)(6) 2018) and confirmed the pump was empty. The rep reported the patient¿s pump had been empty since (B)(6) 2017. It was indicated the patient lived in (B)(6) and would fly back to (B)(6) for refills by their healthcare provider. The pump was empty because the patient never showed up for their refill. The pump and catheter were accessed (B)(6) 2017 to determine if the devices had been affected by the pump being empty, and it was determined the devices were unaffected. The patient¿s weight and medical history were unknown.